Event description:
Caller reported a cgm error with code 42 related to their g7 sensor, but it was resolved after a pump reset guided by technical support. There was no adverse impact to the customer¿s blood glucose level. The caller successfully started a new sensor session following the support.